Event description:
It was reported by the healthcare professional in colombia that during an unspecified surgery on (B)(6) 2024, it was observed that while using the miniqa+ # orthocord os-2 device, the tip of the inserter broke and remained inside the anchor, therefore inside the patient. It was reported that the manometer remained in the container since it was not known how to remove it, the fragment remained inside the anchor therefore there was no risk of it migrating. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: investigation summary ==> according to the information provided, it was reported that ¿the anchor, the tip of the inserter breaks and remains inside the anchor, therefore inside the patient¿. The complaint device is not being returned, it was implanted, therefore unavailable for a physical evaluation. Since the complaint device was implanted, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (252l146), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Correction h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.